Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the date received by manufacturer was inadvertently omitted from the previous supplemental medwatch report. The correct date was feb 13, 2018. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable. Device evaluation: the actual device was returned for evaluation. The cutter device was evaluated and the reported condition that a piece of the cutter device was stuck inside the attachment device was confirmed. An assessment was performed and it was observed that a piece of unknown cutter was noted inside the motor locking mechanism. It was reported that a full assessment of the device could not be performed due to the condition of the cutter received. It was observed that a piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. It was determined that the cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The assignable root cause of the medical debris and detergent residue buildup was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that ¿metal was stuck inside¿ the attachment device. During in-house engineering evaluation, it was determined that a piece of a broken cutter device was stuck inside minimal access driver attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the serial number was unknown. The serial number has been received ((B)(4)) and has been updated to reflect the serial number and UDI. The initial report documented that the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (dec 1, 2017) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.